Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient's pump pocket revision included a shallower pump pocket placement. The reasons for the pump pocket revision included a suspicion that the pump was causing sciatic nerve irritation, as well as left leg, hip and groin pain. Following the pump pocket revision the patient's pain remained.

Event description:
Additional information later received reported the placement of the pump was in the buttock area and it was never comfortable for the patient so the pump was moved to the abdomen (B)(6) 2014. The patient was doing fine now and was getting good relief.

Event description:
Since approximately mid-december, the patient had had pain at the device pocket. The pump was in a posterior pocket. They were planning to move the pump to the patient¿s abdomen. The patient was having good pain relief aside from the posterior pocket being sore. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.